Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater with the fan directed away from the patient and at an estimated distance of three (3) meters from the surgery field. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mould. The laboratory report has been provided. There is no known patient involvement related to heater-cooler system 3t device use.